Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a single event found during a review of the event history log. Evaluation was unable to identify a component of causality. The device was tested and functioned as designed.

Event description:
It was reported that a spectrum pump displayed system error 105 in the intensive care unit. Any patient involvement, injury or medical intervention is unknown.